Manufacturer narrative:
The exact event date was not available, therefore the date 02/01/2025 was used as an estimate, based on the reported onset month: february 2025. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and device fluid loss at an unknown location. A surgical procedure was performed to remove and replace all the components. No additional patient complications were reported.